Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient underwent a left sided transforaminal lumbar fusion at l3-4 and l4-5 using rhbmp-2/acs, cortical cancellous autograft, local autograft, titanium instrumentation and interbody devices a few months ago. The patient appears to have had an allergic reaction that appeared shortly after his surgery. The patient was tested for a titanium allergy and was negative. Physician suspects an allergy to the collagen sponge.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient underwent a l3 to l5 spinal fusion surgery on (B)(6) 2013 in which infuse was used. It was reported that the patient's post-op period was marked by increasingly severe low back pain accompanied by pain, numbness, and weakness throughout his lower extremities. Patient continues to experience severe and unrelenting low back pain that radiates into his lower extremities. He feels numbness and pain throughout his legs, causing his legs to collapse, and rendering him unable to stand for extended periods of time. It was reported that the patient is prevented from practicing and enjoying the activities of daily life he enjoyed pre-operatively, and he has otherwise suffered serious and permanent injuries.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2013, the patient presented with following pre operative diagnosis: advanced degenerative disk disease l3-4 and degenerative disk disease l4-l5; status post far lateral/foraminal left-sided microdiskectomy, l4-5; severe left-sided degenerative neural foraminal stenosis at l3-4 and l4-5; chronic left l3 and l4 spondylotic radiculopathies. He underwent the following procedures: left-sided transforaminal lumbar interbody fusions with locally obtained autograft, cortical cancellous allograft, and rhbmp-2, l3-l4 and l4-l5; insertion of intervertebral cage devices at l3-4 and l4-5 for purpose of tlif; complete facetectomies and left-sided hemilaminectomies l4-5 and l3-4 for decompression of exiting l3 and l4 nerve roots; bilateral pedicle screw instrumentation, l3-l5 with the instrumentation system. As per the operative notes, ¿the risks of procedure discussed with him included, but were not exclusive to nerve root injury and paresis, cauda equina injury and paralysis and bowel and bladder dysfunction, incidental durotomy and csf leak and meningitis/encephalitis, deep and superficial wound infections including osteomyelitis and diskitis, instrumentation-related complications, the risk of pseudarthrosis, the risk of epidural hematomas and seromas and neurological compromise, and the use of rhbmp-2, patient understood all these risks and their relativities and elected to proceed.¿ no intra operative complications were reported.